Manufacturer narrative:
Device evaluation: upon further evaluation of the returned device by reliability engineering, it was determined that the neuro tip leg was drilled into. Therefore, the reported condition was confirmed. It was further noted that the neuro-tip leg being broken is due to excessive lateral force be placed on the device causing the drill to flex and come into contact with the neuro-tip leg, damage caused by user error. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the neuro tip of the device was damaged was confirmed. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the neuro-tip on the craniotome device was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.